Event description:
It was reported that the patient underwent a posterior lumbar fusion l3-l4 on (B) (6) 2009, using an interbody device. At 74 days post-op, the patient presented with left leg pain. Radiographs showed that the interbody device had migrated. About 125 days post-op, additional radiographic images showed the interbody device displaced by nearly 50%. The patient underwent a revision surgery 201 days post-op to remove the interbody device. No further complications have been reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.